Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the power supply board is defective. The suspect device/component has not been returned to vyaire medical. Therefore, a definitive root cause cannot be determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
It is reported to vyaire medical that the vela ventilator experienced motor fault. The customer confirmed there was no patient involvement associated with the reported issue.